Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mmx3.5mm, eccentric, de novo target lesion was located in the tortuous and non-calcified mid left anterior descending artery. The lesion contained greater than =90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink located 24.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mmx3.5mm, eccentric, de novo target lesion was located in the tortuous and non-calcified mid left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. However, a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.